Event description:
According to the reporter, the cannula did not insert properly into the infusion site. The pink slide moved forward; however, the cannula was not visible upon removal of the pod, indicating a needle mechanism failure. The pod was not worn. No treatment information was reported. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the reporter, the cannula did not insert properly into the infusion site. The pink slide moved forward; however, the cannula was not visible upon removal of the pod, indicating a needle mechanism failure. The pod was not worn. No treatment information was reported. No impact to the patient's glucose level was reported.